Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient felt the insulin pump was not giving the no delivery alarm. The patient has experienced bent cannulas, and has not received the alarm. The high pressure could not be conducted as the patient did not have the tubing clamp. Advised that the tubing clamp would be sent, and advised to call back to conduct the test. Nothing further was reported.